Event description:
During a baxter device recertification and service evaluation, a colleague infusion pump was found to have a failure code 810:11 that was caused by the ail pcb (air in line printed circuit board) being out of calibration. The ail pcb was recalibrated by service. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Event description:
It was reported that the pt was not able to adjust the stimulation. Pt had an MRI scan of his head and body and that evening and the next morning the pain came back. Status of the pt was unk. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There is a CAPA (corrective and preventive action) investigation associated with this report, (B)(4).